Event description:
It was reported that the patient received multiple inappropriate shocks, due to noise. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information reports the lead was fractured.

Manufacturer narrative:
Other: it was reported that the patient received multiple inappropriate shocks, due to noise. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information reports the lead was fractured. No conclusion can be drawn. Interference, lead(s), fracture of, shock, inappropriate.